Event description:
Per the clinic, the patient experienced a loss of residual hearing and was treated with IV corticosteroids in (B)(6) 2014 (specific date and duration not reported).

Manufacturer narrative:
Correction: the correct date of this report is 12/09/2014; not 09/12/2014 as previously reported. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.